Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following hypodermis on a breast implants implantation, patient experience allergic reaction to sutures and dehiscence of the wound occurred. Reoperation and skin graft were performed to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an investigation of photos involving a device. The visual inspection of the returned photos noted inflammation and wound dehiscence across multiple surgical sites. An evaluation of sixty-six representative samples of a device sealed was also performed. The visual inspection and functional testing of the returned product confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record could not be performed because the lot number associated with the photos was not provided. However, a review of the device history record for the lot number associated with the sealed representative samples indicates the products were released meeting all quality release specifications at the time of manufacture. An issue impact assessment was initiated to systematically evaluate and review the 42 reports received in the past 5 years regarding post-operative surgical site reactions when using the device to determine whether they pose a potential public health risk. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 4 weeks after a mastopexy procedure an allergic reaction appeared, many holes around the suture. The patient appeared in clinic 5 weeks after surgery, the sutures protruding from both breasts were removed, bandages was applied, she got the instructions - how to change bandages everyday . One week later, she sent another photos - another wounds were open and another sutures were protruding. Wound culture was made - a negative result. It was decided to perform skin grafts on both breasts and the procedure was performed, skin graft on the right breast was adopted, whereas on the left breast is not. Left breast is still not healed, right breast with numerous disfiguring scars. The patient is in a bad mental condition, the patient complained on having depression because of the patient's health condition. Healing process still in progress.